Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic splenectomy procedure, the tissue pad was broken and fell into the abdominal cavity. The tissue pad was found and removed. Unk how case was completed. There were no adverse consequences to the pt.